Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was undergoing an unspecified breast surgery and a ruptured right breast implant was discovered. As a result, the patient underwent removal and replacement with a non-mentor breast implant on (B)(6) 2022. No delays to the procedure or additional adverse patient outcomes were reported and the surgery was completed.

Manufacturer narrative:
On august 01, 2022, mentor was provided with the replacement devices. The patient underwent bilateral replacement with 560cc natrelle inspira breast implants. On august 05, 2022, mentor was provided with additional paperwork. The patient underwent a revision surgery due to deformity of her breasts. After which, the right ruptured implant was discovered. Reason for device explant and/or reoperation: anisomastia refer to manufacturing report number 1645337-2022-10004 for the contralateral event. On august 09, 2022, mentor was notified that the suspect medical devices were discarded after removal. On august 23, 2022, mentor completed an evaluation on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).